Event description:
It was reported that the patient was undergoing dialysis when they passed out and were pulse-less. An external defibrillator was used twice to revive the patient. The patient was noted to be hyperkalemic at the time of the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. X